Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer arrived to find the station up and running with all drawers and doors closed, but a failure icon was present. The station was rebooted, and recovery was attempted. As part of the resolution, the station was shut down and the back panel was opened to reseat the cables, which did not resolve the issue. The drawer controller board was then replaced. The customer signed in and inventoried the medications. The station operated normally afterward. The system functioned as intended after the field service engineer repaired the device.